Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed human chorionic gonadotropin (hcg) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed human chorionic gonadotropin (hcg) patient sample result was obtained on a dimension® exl¿ 200 system. The falsely depressed patient result was reported to the physician and the result was questioned. The same sample was reprocessed on an alternate dimension exl 200 system. A higher result, considered correct, was obtained. A corrected report was issued. There were no known reports of patient intervention or adverse health consequences due to the falsely depressed hcg patient sample result.

Manufacturer narrative:
Correction b4 and b6: date of event corrected from 28-oct-2022 to 27-oct-2022. Additional information (07-dec-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer. A siemens customer service engineer (cse) was dispatched to the site. The cse performed multiple troubleshooting or maintenance service tasks including adjustment of the vessel feeder and replacement of the cleaner pump cassette. The system check passed after the performance of these actions. No systemic product non-conformance was identified. The cause of the event is unknown. The customer is fully operational. The device is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect siemens' investigation. Initial MDR 2517506-2022-00320 was filed on 22-nov-2022.